Manufacturer narrative:
A medtronic field service engineer (fse) replaced x-ray batteries. System passed all subsequent testing.

Event description:
A medtronic field service engineer (fse) visiting the site for a non-related issue found the o-arm x-ray battery voltages were below specifications. No patient present.